Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgment and migration. The lead presented low out of range impedance values and the dislodgment was confirmed via fluoroscopy. A new lead was successfully implanted. No additional adverse patient effects were reported. This lead has returned and analysis is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. This report contains additional information regarding evaluation method codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgment and migration. The lead presented low out of range impedance values and the dislodgment was confirmed via fluoroscopy. A new lead was successfully implanted. No additional adverse patient effects were reported. This lead has returned and been analyzed.